Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a bilaterally implanted patient's light adjustable lens (lal, sn (B)(6), +16.0d) was explanted from the right eye due to blurred vision and diplopia. A new lal (sn (B)(6), +16.5d) was implanted as a replacement. Rxsight's first awareness of this event was on 06/27/2024. Reference report #3012712027-2024-00136 for the report on the left eye.